Manufacturer narrative:
(B)(4): a follow up will be submitted once the investigation is complete.

Event description:
The customer reported a device malfunction during a cardioversion procedure. There was no harm to the involved patient.